Event description:
It was reported that the device was used during a laparoscopic nissen. It was reported that the device has repeatedly been unable to consistently deliver tissue. The case was completed with another hp052. There was no patient consequence.